Event description:
It was reported by svc report that the handle was broken on the articulating head piece and the head piece could not be moved. No pt involvement or adverse consequences are reported.